Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Reporter is an attorney.

Event description:
The patient was revised to address metallosis pain associated with a malpositioned cup. Litigation alleges pain and difficulty ambulating. Update rec'd 5/27/2014¿ the revision operative note indicated the cup was well fixed and positioned, but had to explanted to achieve stability as there was profound anterior instability and impinged posteriorly. Update 2/19/16, 2/24/16 medical records received. Medical records reviewed for MDR reportability. Patient had an MRI dated (B)(6) 2012 that reported small fluid collection, tendinosis, and severe attenuation of the entire labrum with mild marrow edema of the left acetabular periphery. The revision surgical note reported a metal-on-metal hypersensitivity reaction, normal level of metal ions in the blood. Update ad 16 may 2018 receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges metal wear, metallosis, and elevated metal ions.